Event description:
The customer received a questionable total bilirubin special (tbil) result on their integra 800 analyzer. The repeat testing was performed on the same analyzer as the initial result. The patient's initial tbil result was 4.4 mg/dl and it was reported outside the laboratory. The patient's repeat result was 0.2 mg/dl. This result was issued as a corrected report. There were no adverse effects on the patient. The tbil reagent lot number and expiration date were not provided. The field service representative found the unit was not drawing up cleaner. He replaced the rt2 chain cable. All quality control results passed.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.